Manufacturer narrative:
A (B)(4)customer technical support sent a new rt12 rotor to the customer as a replacement. The customer did not return the unit for investigation. (B)(4).

Event description:
The customer reported to (B)(4) that the rt12 rotor broke apart inside the statspin ssvt-1 centrifuge unit. The safety shield was in use at the time of the event. Some parts escaped the centrifuge unit. There is no report of injury to the operator or exposure due to this event.